Manufacturer narrative:
This is the same pt as MFR #2249697-2010-01457 and 2249697-2010-001459. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available, it will be submitted in supplement report.

Event description:
Pt reported that left elbow implanted in 1995 was revised in (B)(6) 2002 due to reports of pain and "pin popped out".